Event description:
The hospital reported that during a coronary artery bypass procedure, the mount part was broken, so the surgeon could not lock the unit. A f/u email from the report stated, "the flex link arm couldn't be fixed". He used a competitor's medical equipment to complete the case. There were no pt effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that the suction cup assembly had been detached from the interlinking arm. There was no evidence of blood on the device. A functional test was performed to test the mount lever. When the mount lever was pulled back, it successfully mounted on the blades. An additional test was performed to determine if the xpose would tighten or not. The knob turned freely and did not tighten. When further inspected, it was observed that there was only one thread of the acme screw extending past the xpose mount. This caused a failure in the engaging of the knob to the screw, which would cause the flex link arm to detach. Based upon these findings, the reported failure "the flex link arm couldn't be fixed" was confirmed. (B)(4).